Event description:
(B)(6) states the provider just opened the box and alleges the pump was leaking fluid all over the unit and will need to replace .

Manufacturer narrative:
Device returned to manufacturer, evaluated and found that the pump was leaking inside of carton.